Event description:
Caller reported patient experiencing elevated blood glucose (350-500mg/dl) caller indicated that she believed the patient's infusion set had gotten a crack causing air inside the tubing. Caller indicated that she had never seen the tubing split but the patient's physician suggested there was an issue with this infusion set. Caller indicated that the patient's physician suggested this infusion set was the cause of the elevated blood glucose. Caller indicated that patient attempted to bolus to correct the elevated blood glucose levels. Caller indicated that a year ago, the patient had gone to the ER for dka as a result of air bubbles in the tubing.